Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side complete rupture diagnosed by mammography. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "showing multiple folds", calcification and "fibrous capsule with chronic lymphohistiocytic inflammation" via mammography. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. Calcifications and creases were not observed. The events of lump nodule and reaction are physiological complications and are unable to be observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h11 photo evaluation: visual analysis of the photographs identified: rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿calcification: no observed. Local reaction: unable to observe as it is not related to the manufacturing process. Crease/ folding of implant: no observed. Lump/nodule: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side complete rupture diagnosed by mammography. Healthcare professional later further reported "showing multiple folds", "discrete signs of fibrosis and several poorly delimited areas of condensation; fibrocystic mastopathy with a fibrous predominance", "breast parenchyma is distributed asymmetrically, being more abundant in the left breast", "benign-looking calcifications", and "anterior axillary chains, dense images are objective, which may correspond to ganglion formations" via mammography. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, broken on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side complete rupture diagnosed by mammography. Healthcare professional later further reported "showing multiple folds", "discrete signs of fibrosis and several poorly delimited areas of condensation; fibrocystic mastopathy with a fibrous predominance", "breast parenchyma is distributed asymmetrically, being more abundant in the left breast", "benign-looking calcifications", and "anterior axillary chains, dense images are objective, which may correspond to ganglion formations" via mammography. Device has been explanted and replaced with another manufacturer's device.